Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states. This device was mfg before april 2003 and was listed in the advisory letter issued in 2004. The device analysis is pending.

Event description:
The ICD unit involved in this MDR report was explanted 42 months after implantation because failure to charge was observed. However, it should be noted that this behavior was not related to any shock therapy. The battery voltage was at 5.18 v.